Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a urodynamic stress incontinence procedure with cystoscopy performed on (B)(6) 2018. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Qld australia. The anesthesiologist is: (B)(6). Qld australia. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a urodynamic stress incontinence procedure with cystoscopy performed on (B)(6) 2018. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Correction: this was previously reported under MFR report 3005099803-2021-07401. Any new event information will be sent under MFR report 3005099803-2021-07401. Block b3 date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md. (B)(6) australia. The anesthesiologist is: (B)(6) md. (B)(6) australia. Block h6: patient code e2401 captures the reportable event of unknown injury. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.